Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a chipped shaver tip was detected during surgery. The shaver tip was immediately replaced with a new one, and the surgery itself was completed without issue. The sales rep was contacted and confirmed that all broken pieces were removed from the patient.